Manufacturer narrative:
Follow-up #1: date of submission 11/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 10:19am. There was no activity outside normal use observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Pump successfully completed a rewind, load, and prime sequence. The advanced features were set to ¿on¿ and were found to be functioning accurately. Boluses were delivered and were accurately recorded in the pump histories. The pump was exercised for 24 hours with no issues occurring. No defects were found on investigation; the complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.